Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient stated that the alleged inaccuracy occurred on an unspecified date during (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿150mg/dl¿ with the subject meter and a blood glucose result of ¿125mg/dl¿ on another device within 30 minutes of one another. Based on statistical methodology, the calculated difference of these results does not exceed lfs¿s criteria for accuracy. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they had taken exercise daily since the alleged product issue occurred. The patient informed the mss during a follow up call that right after the alleged inaccuracy occurred they developed symptoms of ¿clammy hands, couldn't think straight and fidgety¿; symptoms which the patient associated with hypoglycemia. In response to these symptoms the patient self-treated by consuming additional food and/or drink. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the results. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.